Event description:
On 9/10/2021 it was reported by sales rep via email that an ar-1588tn-21 tightrope® ii abs, implant open could not cinch properly as the crutch of the knot did not appear as it should be. This was discovered during a procedure on (B)(6) 2021. Additional info received 9/13/2021. This was discovered during an acl repair. Surgeon had to used old tightropes to complete case. Facility discarded devices therefore it will not be returning.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.